Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be retuned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt has issues with his implant as the electrode array is outside the scar of the pt. Testing shows that the pt now has 7 of the 12 electrodes showing hi.